Manufacturer narrative:
A ge service representative performed an on site investigation. The interlock circuit was repaired during the service call.

Event description:
The customer reported that the 9900 system had a faulty lock error message at boot up. No patient injury was reported.